Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in leaked. The following information was provided by the initial reporter: "it was reported the tubing leaked requiring replacement IV. Per email: I want to file a complaint for this issue. It occurred on (B)(6) 2020. The rn started the IV without difficulty. Once the fluids were connected the tubing began to leak. The patient required a new stick."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one nexiva unit without the needle assembly and a top web. Through the visual microscopic evaluation, a slit/cut in the extension tubing was observed near the single port adapter. A leakage test was performed where air bubbles were observed in the area of the slit/cut. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to a station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in leaked the following information was provided by the initial reporter: "it was reported the tubing leaked requiring replacement IV. Per email: I want to file a complaint for this issue. It occurred on 3.18.20. The rn started the IV without difficulty. Once the fluids were connected the tubing began to leak. The patient required a new stick."